Event description:
It was reported that during generator change procedure due to normal eri, externalized conductors were observed on the right ventricular lead. Upon review of the fluoro, the externalized conductors were confirmed. The case was aborted and the physician referred the patient for a lead extraction. Patient was asymptomatic. No further information was provided.

Event description:
New information states that the lead was capped and replaced on (B)(6) 2017. During the procedure, only part of the lead was able to be extracted. Patient was in stable condition before, during and after the procedure and will continue to be monitored.

Manufacturer narrative:
A partial lead with the connector pin measuring 13cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, the reported event of externalized conductors could not be confirmed.